Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was 450 mg/dl. She reverted to needles. The high pressure test passed. In the alarm history auto off, low reservoir, and delivery stopped no buttons were pressed alarms were found. The device was not returned.